Event description:
The customer reported via phone call that the insulin pump experienced a blank display. The customer's blood glucose was 16 mmol/l. The customer stated that he changed the battery, but the screen did not return. The customer confirmed that the insulin pump was not exposed to moisture. The customer stated there was no damage to the battery cap contacts. The customer was advised to swab the battery compartment and then insert a new battery. However, the blank display issue persisted. The customer was advised that the insulin pump would be replaced and to continue with his back-up plan. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had operating currents. The insulin pump was monitored and no blank display was noted. No damage was noted to the liquid crystal display isolation tape. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.